Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited high out of range pace impedance measurements on the right ventricular (rv) lead which triggered a lead safety switch (lss) two separate times several months ago. The rv pace impedance measurements were noted to be variable from approximately the 400 ohm range to 2174 ohms. The rv lead is not a boston scientific product. As a result of the lss, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Both times, the rv lead was reprogrammed back to the bipolar configuration and then the patient indicated they were experiencing symptoms of lightheadedness. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this could be due to a device header spring contact issue or an issue with the rv lead itself and noted that it could be affecting energy transmission through the lead. Ts provided guidance to consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. Ts also indicated that they could have the patient use a magnet to store episode electrograms if the issue continues to happen. The products remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited high out of range pace impedance measurements on the right ventricular (rv) lead which triggered a lead safety switch (lss) two separate times several months ago. The rv pace impedance measurements were noted to be variable from approximately the 400 ohm range to 2174 ohms. The rv lead is not a boston scientific product. As a result of the lss, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Both times, the rv lead was reprogrammed back to the bipolar configuration and then the patient indicated they were experiencing symptoms of lightheadedness. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this could be due to a device header spring contact issue or an issue with the rv lead itself and noted that it could be affecting energy transmission through the lead. Ts provided guidance to consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. Ts also indicated that they could have the patient use a magnet to store episode electrograms if the issue continues to happen. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to normal battery depletion more than four years after the reported event. The rv lead remains implanted and in service, connected to the replacement pacemaker device. The explanted pacemaker device has been returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker device exhibited high out of range pace impedance measurements on the right ventricular (rv) lead which triggered a lead safety switch (lss) two separate times several months ago. The rv pace impedance measurements were noted to be variable from approximately the 400 ohm range to 2174 ohms. The rv lead is not a boston scientific product. As a result of the lss, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Both times, the rv lead was reprogrammed back to the bipolar configuration and then the patient indicated they were experiencing symptoms of lightheadedness. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this could be due to a device header spring contact issue or an issue with the rv lead itself and noted that it could be affecting energy transmission through the lead. Ts provided guidance to consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. Ts also indicated that they could have the patient use a magnet to store episode electrograms if the issue continues to happen. The products remain in-service. No additional adverse patient effects were reported.